Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having sensitivity at the ipg site and the patient could feel spasm whether device was turned on or off. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having sensitivity at the ipg site and the patient could feel spasm whether device was turned on or off. The patient will undergo a pocket revision procedure.